Event description:
It was reported that the patient was readmitted to the hospital from (B)(6) 2019. To (B)(6)2019. Due to colorectal cancer. A right hemicolectomy was performed on 08oct2019. The patient experienced major bleeding in their lower gastrointestinal tract. The patient received a transfusion of between 8 and 16 units of red cell count. There was no drug therapy performed. The anticoagulant therapy at the time of the event was warfarin and aspirin. The patient's international normalized ratio was 2.7, activated partial thromboplastin clotting time was 37 seconds, platelet count was 27.1 x 10000/l. The cause of the bleeding was considered to be due to the complexities of the medical management. The causal relationship between the bleeding and the device was considered low, but could not be denied.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. (B)(6) 2022. The review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number vad-60521, and the reported events of colorectal cancer and gastrointestinal bleeding (gib) could not be conclusively determined through this evaluation. It was reported that the patient was readmitted to the hospital (B)(6) 2019. Due to colorectal cancer, and a right hemicolectomy was performed. The patient also experienced major bleeding to lower gastrointestinal. The patient was transfused, and no drug therapy was performed. Anticoagulant therapy at time of event was warfarin and aspirin. The cause of bleeding was considered due to complexities of medical management. There was no relation between the colorectal cancer and the device, and the causal relationship between the bleeding and the device was considered low, but could not be denied the patient remained ongoing on heartmate ii lvas, serial number vad-60521, until they underwent an hmii to hm3 pump exchange (B)(6) 2022. The pump was returned and evaluated under cs-166251. The relevant sections of the device history records for vad-60521 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped (B)(6) 2016. Heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.